Event description:
A male pt reported experiencing a "yeast infection" os after using complete moistureplus to care for his focus night and day extended wear lenses. Pt sought treatment from several doctors, including an ophthalmologist that practices at a research university. In a letter provied by the pt from this ophthalmologist, it was explained that the pt's culture grew enterobacter aerogenes from his right and left contact lens case. Three different species of mold were recovered from the contact lens solution (unk if proper method of extracting solution was performed). Yeast was also present in the left contact lens case. Pt responded to treatment of natamycin q.1h and zymar q.i.d. Visual acuity listed as 20/200. Central stellate lesion with feathery, irregular borders disapeared, leaving pt with circular depressed scar and two scarred satellite lesions. The eye appeared to be quiet with resolving corneal infiltrate. Based on positive culture, confocal images and pt's response to topical medications, the ophthalmologist stated that he believed this to be a case of fungal keratitis, perhaps with additional organisms as well. The contact lens case and solution that were cultured are still at the university hospital laboratory. The solution that was tested had been used by pt just prior to onset; however, the contact lens case was not the one that he had last used to soak his lenses. Follow-up information from the pt indicated that he is no longer on medication. He has not resumed contact lens wear and he is still under doctor's care. Pt reportedly has "permanent damage" os and will require corneal transplant or "a special contact lens" for his affected eye. He has lost most vision os and continues to experience photophobia. The sponsor is attempting to obtain further information, including the lost number of solution used at the time of his event, attending physician evaluations, university laboratory testing protocol, and the complaint unit for evaluation purposes.